Event description:
It was reported that a perforation and hematoma occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. To perform the transseptal puncture, the physician instructed the nurse to press the system for radio frequency delivery. The imaging staff member noted on transesophageal echocardiogram (tee) the radio frequency wire was being moved towards to the septum when system was on however the tip of the wire was found in aorta and formed hematoma on the posterior wall of the aorta. Protamine was given and patient was kept under observation for thirty minutes. The bleeding closed off on its own. The patient was kept for overnight observation, coronary CT angiography (cta) was performed, and was later recovered fully. The procedure was cancelled to be re-scheduled. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.